Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
The customer reported that the device had a ECG problem. The device was reported as being available for clinical use at the time of the event. However, the initial reporter confirmed that there was no adverse patient impact.

Manufacturer narrative:
(B)(6).